Event description:
As reported by the edwards territory manager, during the transapical tavr procedure, the first 23mm sapien valve was positioned in a 50:50 position; however, during deployment the valve moved and was deployed 95:5 aortic. The post deployment echocardiogram showed moderate-severe ai that appeared to be primarily paravalvular leak (pvl). The second 23mm sapien valve was deployed in a 60:40 aortic position within the first valve, resulting in mild pvl. The patient was in stable condition at the end of the procedure. The aortic deployment was attributed to the surgeon¿s attempt to micro-adjust the final position of the valve after having positioned the valve too far aortic pre-deployment. Per report, the patient¿s aortic valve and root were moderately calcified. The patient had moderate mitral annular calcification (mac) and no ventricular septal hypertrophy, the ejection fraction was 55%, the sinotubular junction (stj) measured 29.5mm and the sinus of valsalva (sov) measured 32.1mm. Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, device malposition and paravalvular leak requiring intervention are known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac), and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, although it cannot be confirmed, per report the 95:5 aortic deployment and subsequent pvl was attributed to the surgeons attempt to micro-adjust the final position of the valve after having positioned the valve too far aortic pre-deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.